Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of low volume on the generator. Based on the condition of the returned unit, the reported event was caused by the speaker. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lavh. Device worked fine. At the end of the seal, not receiving the end tone from the device. Completed the procedure with the same device. The device worked flawlessly. No patient injury. There were no alarms on the generator. Device is available for return. They had the same issue yesterday at the facility regarding the end tone not being heard. Additional information received via telephone from account manager, [name] on friday, 28jun2019 rep will work with the facility to gather the serial number for the generator. He will return the generator alongside the device unit. The end tone was being heard when the eb240 was connected to the generator. The same generator was used on both event dates. Additional information received via email on 03jul2019 from [name] , applied medical account mgr [name] went to the facility to box up the generator and handpiece (eb215 lot# 1354896) for return. He was told that the hand piece was accidentally discarded. Additional information received via email on 08jul2019 from [name] , applied medical account mgr yes, the activation tome was heard during the seal cycle. Every one of the seal cycles experienced "no end tone" during the procedure. The generator volume was set at maximum level. Patient injury: no patient injury. Type of intervention: completed the case with the same device.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lavh. Cer 1 of 2: (B)(4): refers to event date 28jun2019. Cer 2 of 2: (B)(4): refers to event date 27jun2019. Device worked fine. At the end of the seal, not receiving the end tone from the device. Completed the procedure with the same device. The device worked flawlessly. No patient injury. There were no alarms on the generator. Device is available for return. They had the same issue yesterday at the facility regarding the end tone not being heard. Additional information received via telephone from account manager on friday, 28jun2019: rep will work with the facility to gather the serial number for the generator. He will return the generator alongside the device unit. The end tone was being heard when the eb240 was connected to the generator. Patient status: no patient injury. Type of intervention: completed the case with the same device.